Manufacturer narrative:
The customer¿s report of a propofol infusion dose having changed from10 mcg/kg/min to 65 mcg/kg/min was confirmed. (Although the patient weight was reported as (B)(6), the infusion in question was programmed for a weight of (B)(6)). Review of the pcu event log shows that the pump module was infusing a remote IV order of drugid= 524 with a concentration of 1000mg /100ml. At 1958pm on (B)(6) 2017 a new dose of 65mcg/kg/min (rate= 29.25ml/hr) was manually entered. The pump module was turned off at 2019. At 2128 a user restored the prior programming of 65mcg/kg/min (rate= 29.25ml/hr) for drugid=524 and started the infusion. At 2130 a user decreased the dose to 10mcg/kg/min (rate= 4.5ml/hr). The root cause of the reported event was user error.

Event description:
The customer reported that at 1958 a 100 ml primary propofol infusion changed from10 mcg/kg/min to 65 mcg/kg/min without the user's knowledge. The patient's blood pressure dropped and at 2019 the infusion was paused. At 2128 a user restored the previous settings on the pump; the primary rn saw this, stopped the infusion, and re-programmed it at 2130 to 10 mcg/kg/min. No medical intervention was required and there were no lasting patient effects.

Manufacturer narrative:
The customer¿s report of unspecified fluids infusing faster than expected could not be confirmed. Physical inspection showed no functional issues that may have contributed to the reported incident. Review of the event log shows the last recorded infusion was performed on (B)(6) 2017 as a basic infusion with a rate of 60ml/hr and vtbi of 20ml . The infusion completed as programmed, recording the volume infused at 20.022ml. When completed the infusion continued at the kvo rate of 20ml/hr for 55 minutes. The pump module was then turned off, shutting down the system. The total recorded volume infused was 38.343ml. Rate accuracy testing was performed and the device was within specification. The root cause of the reported event was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a vague report of unspecified fluids infusing faster than expected.